Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced high glucose readings of 400 mg/dl on an unspecified device requiring them to visit the emergency room (ER) where they received insulin therapy (dose unspecified) from a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.